Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the reload had a full complement of staples. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. The cover tube was properly reseated on the reload. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the loading unit/reload cover tube to become loose making the reload difficult to load. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy procedure, at the time of clipping the doctor made apprehension of tissue, pressed the green button to fire the charge, but found a mechanical resistance damaging the stapler. After replacement of the stapler and installation with the same load the problem persisted. Then, the load was replaced too. There was no patient injury reported.